Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer was hospitalized for high blood glucose. The blood glucose at the time of the incident was 300 mg/dl. The customer had other symptoms like nausea and abdominal pain. The customer declined troubleshooting for the high blood glucose. The insulin pump will be returned for analysis.